Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient and a manufacturing representative (rep) reported that there was an overdischarge. The patient not recharging led to the event. There was no communication with the clinician programmer (cp), patient programmer (pp) or implantable neurostimulator recharger (insr). A device reset was performed and was successful. The impedances were checked and multiple contacts were found to be >10,000 ohms. The cause of the high impedances was unknown but the patient was receiving therapeutic relief. There was no surgical intervention planned at the time of the report. The patient was indicated for spinal pain.